Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient was presented with loose epithelium on both eyes during surgery on (B)(6) 2018; at the time, a bandage contact lens (bcl) was placed on both eyes. On (B)(6) 2018 the slit-lamp examination (sle) revealed minor anterior basement membrane (abm) changes more on the right eye than the left eye. Account noted that the right eye was slowly improving with fluctuating vision; however no visual or ocular complaints for the left eye. The patient comments were blurry and fluctuating vision was greater in the right eye than the left eye. On (B)(6) 2018 the bcl was ordered to be kept in place on the right eye only. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.50 x .75 x 88; left eye pre-op 20/25 -3.75 x .75 x 60.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.